Event description:
The plastic cap allegedly came off, causing the headspring to come down. The consumer allegedly hit her head on the headboard as a result of the alleged incident.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. No RMA had been initiated for this issue. Model vcpkgivc2-1633, serial number/date code (B)(4) was approximately 6 months old at the time of the incident. The owner's manual part number 1134867 rev c (aug-07) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Territory business manager stated that the plastic motor cap came off and the head spring allegedly came down. The user hit her head on the headboard. A motor cap attachment had been sent out on order #(B)(4). No serious injury alleged. Product was approximately 6 months old at the time reported. Maintenance history is unknown. Dealer had been contacted for return of product. Dealer has not responded. A more thorough analysis would require product return. This file was reviewed as part of risk analysis 134. The results of this risk acceptability were found to be as low as reasonably possible. If more information becomes available, this file will be reviewed. Replacement part sent on order #(B)(4).